Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: review of the black box and pump history reveal the total daily dose history and basal history add up to correctly reflect the user¿s programmed basal setting. There were no errors, alarms or warnings indicative of an interruption in delivery or inaccurate delivery. The pump was exercised for 24 hours without issue. The pump was found to be delivering accurate without malfunction. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging on (B)(6) 2015 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose recorded as ¿high¿ on the one touch ping meter. The reporter stated the patient had symptoms suggestive of hyperglycemia of polydipsia, extreme drowsiness and headache/symptoms of dehydration. The reporter confirmed with animas customer support that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. The reporter stated the patient did not receive any treatment above or beyond the usual routine of diabetes management. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy and alleged an inaccurate delivery issue involving the insulin pump.